Manufacturer narrative:
Add'l info will be provided once the investigation has been completed.

Event description:
It was reported that during a procedure, a piece of the white ceramic on the head of the wand broke off.